Manufacturer narrative:
(B)(4). Event site name exceeds character limitations: (B)(6) medical center. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that hemopro2 adaptor was not working - no power/energy. Changed to another hemopro2 adaptor to complete case. Happened during case in surgery. No patient effects or delays reported.